Event description:
It was reported that the core impaction drill overheated during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Manufacturer narrative:
The reported event, drill getting hot, was duplicated. During functional inspection the service technician noted the handpiece overheated. After the functional inspection the handpiece was disassembled and visually inspected. During this visual inspection the service technician observed motor corrosion.

Event description:
It was reported that the core impaction drill overheated during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.